Event description:
Additional information was received that an x-ray was performed and externalized conductors of the lead were observed.

Event description:
It was reported that the right ventricular lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
During follow-up, decreased pacing impedance and decreased defibrillation impedance were observed on the right ventricular (rv) lead. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.